Event description:
A company rep reported on behalf of the customer unintended gantry movement noticed during onsite servicing visit for another system. Rptr indicated the isolated movement occurred when the system was turned off, but power was still available. The rptr returned the following week to address the gantry issue during preventative maintenance. Rptr indicated no pt involvement.

Manufacturer narrative:
Field service engineer conducted an on-site investigation, service part returned, but not evaluated. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).